Manufacturer narrative:
A complete lead was returned in one piece measuring 58.0 cm. Analysis was completed. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient experience syncope after being discharged home. Device interrogation revealed that the right ventricular lead had high capture thresholds. The lead physician elected to reposition the lead. An intraoperative x-ray showed no abnormalities. During procedure, the helix was not smooth so the lead was explanted and replaced. The patient was stable post procedure.